Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had issue on selecting the particular patient's name when tried to dispense medication and it prompted fatal error. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 23-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user had issue on selecting the particular patient name on station when tried to dispense medication. A technical support specialist mentioned that the ticket was being closed as per the strike rule, at the time, they were still awaiting an update from medquest regarding the security team action to open the port needed for station structural query language connectivity, then medquest was advised to seek customer permission to replace the all in one unit in the cardiac intensive care unit to resolve the issue.